Manufacturer narrative:
Other text: while performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File 3012307300-2023-10310 is no longer considered reportable, please disregard any reports associated with it., corrected data.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed a damaged ac connector, damaged battery compartment, scratched lcd lens, loose latch lock, and stripped front housing screw insert. There was no evidence to review in the event history logs. Functional testing was performed and the reported issue was able to be replicated. The root cause of the issue was determined to be a damaged downstream occlusion (dso) sensor. To correct the issue, the dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was not recognizing cassettes. It is unknown if there was patient involvement, no adverse patient effects were reported.